Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a wallstent biliary uncovered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, there was difficulty reconstraining the stent causing the stent to be deployed prematurely. The stent was removed from the patient with forceps and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallstent biliary delivery system was received for analysis; the stent was not returned. Visual examination of the device found the outer sheath was bent near the valve body. A functional evaluation was performed: the exterior tube was easily retracted and the sliding of the valve body along the stainless steel tube. No other issues were noted with the device. The noted damage is consistent with the excessive force being applied to the delivery system during the procedure. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. Labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 19, 2018 that a wallstent biliary uncovered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, there was difficulty reconstraining the stent causing the stent to be deployed prematurely. The stent was removed from the patient with forceps and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.